Event description:
It is reported that the device was implanted on (B) (6) 2001. Pt is scheduling a revision surgery due to stage 3b osteolysis.

Manufacturer narrative:
(B) (4); eval summary: the device has been implanted for 7 years and 11 months at the time of the follow-up visit. A revision is planned but, the date has not been scheduled. Pt's left knee will also be revised at he same time. As part of the complaint investigation for osteolysis, a team was formed to investigate a probable causae. The following areas were explored: literature research, clinical data, histology analysis, design aspects, wear testing, locking mechanism testing, micro-motion testing, and baseplate/screw interaction. After reviewing the results from the activities described above, the team concluded that there is no definitive cause that explains the reported osteolysis. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.